Manufacturer narrative:
H10: additional manufacturer narrative: paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. Additional information has been requested and received from the healthcare provider. However, there is currently insufficient information to determine the root cause of this event. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
Through the implant patient registry, it was reported that a patient had a 29mm 7300tfx mitral valve implanted for four (4) days, was explanted due to severe mr and paravalvular leaks. The device was replaced with a 27mm 7300tfx valve. The patient expired on pod #4. Per medical records, the surgeon attempt to repair the mitral valve using a 30 seguin ring with unacceptable mitral regurgitation. The surgeon explanted the 30mm non-edwards ring and the patient underwent mvr with a 29mm 7300tfx valve. Post implant there were no paravalvular leaks and excellent right ventricular function. Post operatively the patient developed renal failure, requiring multiple pressors, on 50% fio2 with a platelet count of 32 k. A tee on pod #4 showed severe mr, anterior and posterior paravalvular leaks. The patient was taken emergently for redo mvr with a 27mm 7300tfx. It is noted the pvl may have been due to prothesis being oversized. There was no pvl post implant of the 27mm 7300tfx valve. The patient appeared to tolerate the second procedure initially but did have cardiogenic shock which was unable to be corrected with CPR. The patient expired on the same day the 27mm 7300tfx valve was implanted.

Manufacturer narrative:
H10: additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Updated b5, b7, h6.

Event description:
Through the implant patient registry, it was reported that a patient had a 29mm 7300tfx mitral valve implanted for four (4) days, was explanted due to severe mitral regurgitation and paravalvular leaks. The device was replaced with a 27mm 7300tfx valve. The patient expired on pod #4. Per medical records, the surgeon attempt to repair the mitral valve using a 30 seguin ring with unacceptable mitral regurgitation. The surgeon then replaced the 29mm 7300tfx valve with a 27mm 7300tfx mitral valve with no paravalvular leaks and excellent right ventricular function. Post operatively the patient developed renal failure, requiring multiple pressors, on 50% fio2 with a platelet count of 32 k. A tee on pod #4 showed severe mr, anterior and posterior paravalvular leaks. The patient was taken emergently for redo mvr with a 27mm 7300tfx. It is noted the pvl may have been due to prothesis being oversized. There was no pvl post implant of the 27mm 7300tfx valve. The patient appeared to tolerate the second procedure initially but did have cardiogenic shock which was unable to be corrected with CPR. The patient expired on the same day the 27mm 7300tfx valve was implanted.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through edwards implant patient registry, it was reported that a patient had a 29mm 7300tfx mitral valve implanted for four (4) days, was explanted due to unknown reasons. The device was replaced with a 27mm 7300tfx valve. The implantation data card indicated that the device explant was due to deficiency in the original device. No additional information was provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.